Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connectors. It was also noted that the battery compartment in the lower case was contaminated, the hanger assembly was contaminated, one case screw and the hanger screw were contaminated, both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation, and all wires in the lcd and lower case were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg has been returned for repair. No patient complications have been reported as a result of this event.